Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, there is not any probable cause for the malfunction reported. The legal manufacture reviewed the customer provided cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited residual liquid in the channel tube and foreign objects in the nozzle. There was no patient involvement.